Event description:
Initial reporter indicated that the vns patient was having "increased seizures." It is unknown if the increase in seizures is above or below pre-vns baseline. Good faith attempts are being made to attain further details about the event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.